Event description:
It was reported that both pulse generators were removed for infection; no other pt symptoms were provided. The prod would be returned for analysis. Add'l info has been requested from the physician. Refer to MFR report # 6000032-2008-01698.